Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio2: 4.3, lab: 2.7. Date: (B)(6) 2011, inratio2: 4.1, lab: 2.8. Date: (B)(6) 2011, inratio2: 5.9, lab: 3.7. Patient's therapeutic range: 2-3 inr.